Event description:
Customer reported being hospitalized for low blood glucose. Customer stated that she has recently been treated for cancer and was recovering from a surgery, troubleshooting revealed that customer did deliver 22.80 units of insulin when normally she delivers around 56 units. Insulin pump appeared to be functioning normally.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.